Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. The pump was returned assembled with the driveline cut approximately 10 inches from the pump housing, and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and sealed outflow graft bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the proximal-side of the outlet stator revealed a large, adhered, tissue-like deposition surrounding the bearing ball, obstructing approximately 50% of the blood flow path. The areas of denaturation suggest that it was present while the pump was supporting the patient. Although the origin of the deposition, as well as duration of time for which it was present in the pump, could not be conclusively determined through this evaluation, it could have contributed to the patient¿s elevated ldh due to hemolysis. Upon removal of the observed deposition, the device was cleaned. The disassembled pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed and no abnormalities were found. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient reported dark colored urine. The patient¿s lactate dehydrogenase (ldh) level was 996 u/l, and elevated to 1147 u/l upon arrival at the hospital. The patient¿s urine was positive for hemoglobin. Subsequently, the ldh decreased and the lvad clinicians reported that the hemolysis was caused by cefazolin. The antibiotic was discontinued and the patient was placed on high dose heparin. Persantine dosage was increased, and the ldh level trended down to the 600¿s u/l. The pump powers and vad parameters did not elevate during the events. The patient¿s urine also cleared. On (B)(6) 2017, the patient¿s ldh level elevated to 1003 u/l and their urine became darker again. The patient¿s pump was subsequently exchanged on (B)(6) 2017.